Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reamer handle and reamer head (size 53) dropped by scrub. The 53 reamer is broken and reamer handle has a bent prong this no reamers can connect to it.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; the weld broke between the bar and shell component. The root cause is attributed to wear out. The date code a0808 indicates the instrument was manufactured in august of 2008 and is 8 years old. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.